Manufacturer narrative:
(B)(4). Received further information stating patient had expired. As per reporter device logs were reviewed and they did not believe ventilator to patient's demise.

Event description:
It was reported that the ventilator delivered low exhaled tidal volume.